Event description:
Related manufacturer report number: 3006705815-2023-01382. It was reported that the patient was experiencing ineffective therapy due to high impedances one lead after a fall. Reprogramming was unable to resolve the issue. As a result, the patient may undergo surgical intervention to address the issue. It is unknown which lead had the high impedances so both are being reported.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.